Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the left ventricular lead for a rising trend of elevated left ventricular tip to right ventricular coil impedance. Reprogramming was done which lowered the impedance. The lead remains in use. No patient complications have been reported as a result of this event.